Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the motor speed was not stable, the hinge gasket was missing, and the swivel was loose. The motor, sleeve, swivel, and hinge gasket were replaced and resolved the reported issue. It was noted that the 1 and 2 inch width plates were damaged and returned as they are not repairable. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
This device was returned only for annual/preventative maintenance and there was no event nor patient involvement. Upon evaluation, it was reported that the width plate was damaged. No adverse events have been reported as a result of this malfunction.